Event description:
Tech found that the trendelenburg function will not operate on the bed. No pt impact.

Manufacturer narrative:
Tech determined that the trendelenburg knob and trendelenburg assembly are damaged. Tech replaced the trendelenburg knob and trendelenburg assembly to resolve the issue.